Manufacturer narrative:
The backlight functioned properly, the device passed the self-test and there was no backlight anomaly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was received with cracked display window corner, cracked battery tube threads and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call back light anomaly and low blood glucose levels. Customer's blood glucose level went as low as 32 mg/dl. Customer treated their low blood glucose with bread, a drink and sugar pills. Troubleshooting for backlight anomaly was performed. Customer advised the light does not turn on and the light only worked if it was pressed before any other button. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.